Manufacturer narrative:
Aus device complaint will be reported via the asr system identified as (B)(4) should add'l info becomes available regarding this revision surgery, it will be re-evaluated and a f/u report will be sent.

Event description:
On (B)(6) 2009 an aus device was implanted in this pt that has had a previous prostatectomy procedure. Info rec'd indicates a sling system was placed sometime after the aus device was implanted, type of ams sling implanted was not indicated. On (B)(6) 2010, the pt had the entire aus device and most of the sling system removed due to the sling becoming infected. Ams has requested add'l info.